Event description:
Pt was undergoing cardiovascular surgery and was on bypass when the centrifugal pump switched from the ac power to the battery power. The user moved the main power supply to another outlet. When the power cord was plugged in, another piece of equipment in the room shut off. The cetnrifugal pump continued to run on battery. The user changed the mode to force the system onto the ac power. The unit switched and then suddenly stopped. When the pump stopped the other piece of equipment came back on. The user hand cranked the pump until a back-up was set-up. The case resumed and was completed without further difficutly. There was no reported injury to the pt as a result of this incident.